Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the cuff popped upon inflation with less than 10 cc air. There was no patient injury/harm.